Manufacturer narrative:
The field service engineer found low gear pump pressure and inadequately adjusted reagent probes. He replaced the gear pump and adjusted the probes properly. The instrument check afterward was acceptable. Reagent issues were excluded. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results for four patients with the cobas 8000 c702 module. Sample (B)(6): the initial result was 1.55 mmol/l. The repeated result was 1.12 mmol/l. Sample (B)(6): the initial result was 1.78 mmol/l. The repeated result was 0.89 mmol/l. The second repeated result was 1.30 mmol/l. Sample (B)(6): the initial result was 2.14 mmol/l. The repeated result was 1.36 mmol/l. Sample (B)(6): the initial result was 1.96 mmol/l. The repeated result was 1.04 mmol/l. The questionable results were not reported outside of the laboratory. The reagent lot number was 482732. The expiration date was requested but not provided.